Event description:
It was reported on (B)(6) 2010, that the pt wanted an "updated" device. The patient's ins was explanted and replaced. The pt recovered without sequela. No further details or pt symptoms were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4). The receiver analysis revealed a receiver output anomaly - hybrid can/pin corrosion. The receiver had no output on any electrode pair using the #2 electrode. There was good output on the other electrode pairs. There was evidence of hybrid can and pin corrosion. All of the setscrew grommets were loose and all of the setscrews were backed out too far. There was leakage through adhesive bead, likely the result of explant damage. Conclusion: reliability non-conformance. The transmitter analysis revealed that the transmitter was tested together with the returned model 3470 receiver and it functioned properly. Visual observation of the transmitter included a broken belt clip, a faded display, and a missing switch label. Conclusion: no significant anomalies.